Event description:
It was reported that the patient had the artificial urinary sphincter removed due to the balloon component migrating into the scrotum and per the physician it was not functioning as designed a new artificial urinary sphincter consisting of a cuff, pump, and balloon was implanted. No patient complications related to the event.